Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Post procedure, a perforation was noted in the right atrium. During the procedure, a steam pop occurred during a right atrial cti line. Following the procedure, the patient was sent to post op recovery and became hypotensive and unstable and cardiopulmonary resuscitation was performed. The patient was transferred to surgery and an ultrasound revealed a perforation in the right atrium. The perforation was repaired, and the patient is in stable condition. It is suspected that the perforation was caused by the steam pop.